Manufacturer narrative:
This report is for an unknown nail/ unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that initially on an unknown date the patient was implanted with an unknown nail. The nail was put in varus. So there was always a lot of pressure, which caused implant failure. Per surgeon any implant would have failed due to the reduction of the fracture. The patient was also a big man. Patient underwent the revision procedure on (B)(6) 2020. Revision procedure was completed successfully. No further information was provided. Concomitant devices reported: screws (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) unknown nail. This is report 1 of 1 for complaint (B)(4).